Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the objective prism was cracked. Based on the result, we concluded that it was caused due to the excessive force applied on the objective prism. In addition, our technician confirmed that the u/d knob broken, the bending rubber perforated, the operation channel (primary) buckled, the insertion flexible tube crushed, the remote control buttons cut, and the us connector cable (long) lump/wave; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(objective lens broken).